Manufacturer narrative:
The event occurred in (B)(6). No specific information was provided for the customer or the strips.

Event description:
Caller aviva system blood glucose results of 522 mg/dl, 233 mg/dl, and 185 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.